Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging an issue with the one touch ultramini meter testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue began on (B)(6) 2013 at 6:10 p. M. The patient manages her diabetes with oral medication (metformin, 500 mg) and insulin (lantis). The patient stated that she skipped her usual dose of insulin (lantis, 12 units) in response to the alleged issue. The patient reported, 1 hour after the alleged issue occurred, she began to feel ¿shaky¿. The patient denied receiving any medical treatment. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.